Event description:
The contralateral limb was wrapped around the ipsilateral limb multiple times which resulted in limb occlusion. Unable to advance contra wire. A left femoral to right femoral bypass was performed. The right external iliac was ligated. A stent was placed in the ipsi limb. Procedure finsihed with no further incidents.